Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2016 with coolsculpting to the lower abdomen using a coolmax applicator. On (B)(6) 2016 the patient was treated with coolsculpting to the upper arms using a coolfit applicator and to the left upper flank/back bra roll area using a cooladvantage coolcurve applicator. On (B)(6) 2016 the patient was treated with coolsculpting to the right upper flank/back bra roll area using a cooladvantage coolcurve applicator. In (B)(6) 2016, and (B)(6) 2017 the treated areas developed hardness and visible enlargement. Following treatment, the patient also reported experiencing bruising, swelling, and late onset pain. In (B)(6) 2017, the patient was assessed by a physician who diagnosed the upper arms, lower abdomen and upper flanks with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Additionally, the coolsculpting user manual includes the following information listed under side effects: the following effects can occur in the treatment area during and after a treatment. These effects are temporary and generally resolve within days or weeks. One to two weeks after a treatment: tenderness, cramping, and aching, bruising, and swelling. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2016 with coolsculpting to the lower abdomen using a coolmax applicator. On (B)(6) 2016 the patient was treated with coolsculpting to the upper arms using a coolfit applicator and to the left upper flank/back bra roll area using a cooladvantage coolcurve applicator. On (B)(6) 2016 the patient was treated with coolsculpting to the right upper flank/back bra roll area using a cooladvantage coolcurve applicator. In (B)(6) 2016, and (B)(6) 2017 the treated areas developed hardness and visible enlargement. Following treatment, the patient also reported experiencing bruising, swelling, and late onset pain. In (B)(6) 2017, the patient was assessed by a physician who diagnosed the upper arms, lower abdomen and upper flanks with paradoxical hyperplasia (ph).